Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. The customer reported that earlier he had a blood glucose level of 250 mg/dl, which later rose to 400 mg/dl, and was at 398 mg/dl during the call. The customer was unable to troubleshoot or perform a set change at the time of the call. The insulin pump was not replaced or returned for analysis.